Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had vibration. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to environmental factors. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the attachment device was worn, and the device had vibration. It was noted that the bearing was defective due to liquid. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.